Event description:
It was reported that low sensing was observed. The lead was removed when a reposition was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.